Event description:
It was reported that when surgeon went to use the stem in pt, he noticed a white spot on the ha part of the stem. Surgeon wasn't sure if it was crack or part of the ha coating was missing. Stem was not used.